Event description:
Customer reportedly obtained results of 1.4 inr, 1.7 inr, 2.2 inr, and 2.4 inr on the coaguchek s system during duplicate testing. No treatment information provided. No adverse event reported. Requested return of suspect system for evaluation.